Event description:
It was reported during the implant revision due to low r-wave that after several reposition attempts, the helix of the lead would no longer deploy properly. The lead was removed and replaced with a new lead and the case was completed. There were no patient complications as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood observed in/on helix mechanism; full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.